Event description:
Patient had colonoscopy on (B)(6) 2016. Attempted to do a polypectomy using a hex snare. While the device was being deployed the snare portion of the device broke off into the patient. The broken off portion had very sharp edges. Device was retrieved from the patient using a biopsy forcep. Manufacturer was notified, and device sent back.